Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 11/17/2025.

Event description:
No additional customer reported information.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the blurry image was traced to component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.